Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as complaint: (B)(4). Pin 5 was confirmed to be damaged/recessed on the im receptacle along with low nitric oxide (no) alarms with no flow through the im found in the service log. The 90164 im receptacle cable was replaced due to these findings. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was recessed pin 5 on injector module receptacle. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2018, a respiratory therapist (rt) from the united states reported an issue with inomax dsir (B)(4), unrelated to the reportable malfunction. The device was not in use on a patient at the time of the event. No impact or harm to the patient was reported. On (B)(6) 2018, a mallinckrodt internal employee identified a damaged/recessed injector module (im) receptacle pin 5 on the head of dsir (B)(4). This is being reported as it is considered a reportable malfunction and was found during visual inspection of the device during service.